Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer needed to press the button several times in order for the display to turn on. There was no patient involvement, as the pump was being used for demonstration purposes and not being used for insulin therapy. Reportedly, the customer successfully turned the pump display on.